Manufacturer narrative:
H10: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23 mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years and 10 months due to severe stenosis. The tavr was completed with a 26 mm 9755rsl transcatheter valve.